Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose. During troubleshooting the pump was plugged in but it would not start. The pump was replaced to address the issue.